Event description:
Analysis of the returned device revealed that the coil was not attached to the delivery wire. There were no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was received lodge within an excelsior sl10 microcatheter. Device analysis revealed that the coil was not attached to the delivery wire, the coil was stretched and remnant of blood was observed along the length of the coil when removed from the microcatheter. The inner coil was attached to the delivery wire. However, the fused polyethylene tetrapthalate (pet) that is fused to the main coil and makes up the main junction was not present on the pusher wire. All measurements that could be taken for the coil and pusher wire were found within specification. As per the gdc-18 360 directions for use (dfu), the compatible microcatheters include the excelsior 1018 and fastracker-18 2-tip markers. The inner diameter of the sl-10 micro-catheter is 0.165" and the max allowable outer diameter of the main junction of the gdc-18 coil is 0.170". It is likely that the incompatibility of the microcatheter used in conjunction with the subject device resulted in insufficient flush, coil stretching and lodging within the microcatheter. Therefore, a root cause of use/user error has been assigned to this investigation.